Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's relative reported via phone call that the insulin pump alarmed no delivery. The blood glucose at the time of the incident was 215 mg/dl. During troubleshooting, it was stated that they had changed the infusion set twice and the reservoir once and the alarm was not recurring. The product would be replaced and returned for analysis.